Event description:
Pt presented for removal of implanted double lumen port from left chest. Upon removal of the port from the chest, the catheter slipped out and was noted to be only 8 cm long. Upon exam, the catheter appeared to be cut, not fractured. Once procedure was complete, a portable post op chest x-ray was done that did not note the catheter. The surgeon called the hosp that placed the port and they verified that the catheter tip was longer than 8 cm. Pt was sent to local hosp for repeat chest x-ray. Catheter was noted in the right ventricle. Pt was taken to the cardiac cath lab and a 7 cm section of the catheter was removed from his right ventricle. Dates of use: 8 months, 2008 - 2009. Diagnosis or reason for use: burkitt lymphoma.